Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter did not retract during use when the button was pressed. The following information was provided by the initial reporter: "placed 18g insyte in patient vein, clicked white button to retract needle, needle would not retract, slowly removed needle placed to side, collected patient labs, flushed IV. Carefully carried needle to sharps bin."

Manufacturer narrative:
The reported lot# 2022707 was not found for the reported catalog# 381444. Medical device expiration date: unknown. Initial reporter phone#: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ shielded IV catheter did not retract during use when the button was pressed. The following information was provided by the initial reporter: "placed 18g insyte in patient vein, clicked white button to retract needle, needle would not retract, slowly removed needle placed to side, collected patient labs, flushed IV. Carefully carried needle to sharps bin."